Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that two days post implant, the device exhibited eri with a battery voltage of 2.51v, no battery impedance, a current drain of 18ua and a magnet rate of 86.3 ppm. Although the device was programmed to 3.5v in both the atrium and the ventricle, measured data readings were 2.5v and 2.6v. Recalibration did not restore normal function.